Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure with placement of a 3.5 x 18 mm implant in the mid left anterior descending (lad) artery. Post deployment, the delivery system was difficult to remove as the balloon was stuck to the implant. The physician allowed 20 seconds for the balloon to deflate and the device was then able to be removed. There was no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4): failure to follow steps/instructions. Relevant tests/laboratory data: (B)(6) 2013 (21:26): troponin I=0.010 ng/ml, upper reference limit 0.009; (B)(6) 2013: ck=88 u/l, normal upper limit 204; (B)(6) 2013: ck-mb=2.7 ng/ml, normal upper limit 5.0; (B)(6) 2013: troponin I=0.010 ng/ml, upper reference limit 0.009. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.